Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 46 mg/dl, the cause was unknown. Customer consumed cookies to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.